Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pd infection (not further specified) manifested by abdominal pain and cloudy effluent. The cause of the infection was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was recovered and pd therapy was ongoing. No additional information is available.